Event description:
The patient was a part of a clinical study. It was reported that cerebral vascular accident (cva) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx pro closure device was implanted. Approximately 251 days post index procedure, the patient was evaluated by neurology for mild cognitive impairment and aphasia. Brain magnetic resonance imaging (MRI) performed on (B)(6) 2026 demonstrated a small acute ischemic infarct in the right cerebellar hemisphere measuring approximately 5mm. The patient was advised to present to the emergency department on (B)(6) 2026 for completion of stroke workup. Computed tomography angiography (cta) of the head and neck showed no additional acute findings, and the results were considered consistent with the MRI findings. The patient was diagnosed with an acute ischemic stroke and treated with aspirin 325 mg daily and was discharged the same day. It was noted that previously performed transesophageal echocardiography (tee) performed on (B)(6) 2026 demonstrated a well-seated closure device with a trace peri-device leak measuring approximately 1.9 mm and no thrombus.the patient had undergone a left heart catheterization via radial approach on (B)(6) 2026. In the physician's opinion, the likely cause of the cva is related to the recent cardiac catheterization procedure and not related to the closure device or its implant procedure

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035228899. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (cognitive changes, speech disorders) (hospitalization, imaging and medication required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (cognitive changes, speech disorders) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The patient was a part of a clinical study. It was reported that cerebral vascular accident (cva) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx pro closure device was implanted. Approximately 251 days post index procedure, the patient was evaluated by neurology for mild cognitive impairment and aphasia. Brain magnetic resonance imaging (MRI) performed on (B)(6) 2026 demonstrated a small acute ischemic infarct in the right cerebellar hemisphere measuring approximately 5mm. The patient was advised to present to the emergency department on (B)(6) 2026 for completion of stroke workup. Computed tomography angiography (cta) of the head and neck showed no additional acute findings, and the results were considered consistent with the MRI findings. The patient was diagnosed with an acute ischemic stroke and treated with aspirin 325 mg daily and was discharged the same day. It was noted that previously performed transesophageal echocardiography (tee) performed on (B)(6) 2026 demonstrated a well-seated closure device with a trace peri-device leak measuring approximately 1.9 mm and no thrombus.the patient had undergone a left heart catheterization via radial approach on (B)(6) 2026. In the physician's opinion, the likely cause of the cva is related to the recent cardiac catheterization procedure and not related to the closure device or its implant procedure.